Manufacturer narrative:
B5 -narrative information. H6 - adverse event problem. Health effect - clinical codes - impact codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient had multiple potential sources of line-related or device related infection, but no sites were identified. Fungemia and yeast in sputum. The patient had blood cultures positive for yeast on (B)(6) 2024. They had profound leukocytosis, white blood cells of 54.9 on (B)(6) 2024. The patient was placed on broad spectrum antibiotics by infectious disease team. The patient had documented right heart failure prior to implant. No device related issue caused or contributed to right heart failure. The patient had nausea/vomiting, retrograde urethrogram (rug) pain, volume overload, and diuretic resistance with progressive cardiorenal syndrome. Prior to left ventricular assist device (lvad) implant, the patient was admitted in an effort to help optimize them prior to vad implant. Despite aggressive volume management and inotrope infusion, the patient was in refractory shock and was started (B)(6) 2024 to aid in volume removal. Impella 5.5 was placed on (B)(6) 2024. Right ventricular assist device (rvad) placed on (B)(6) 2024 (day of vad implant), impella rp. The outcome was not considered device related. Post-op course was difficult with right ventricular failure, coagulopathy, multiple wash outs, high dose presser requirements and shock despite biventricular support. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to sepsis, cardiogenic shock, and right ventricular failure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection and sepsis could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The device was not explanted for evaluation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, sepsis, and death as potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.